Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The fluid path was inspected and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.d4 - lot no changed from l45972 to l45978. D4 - serial no changed from (B)(6) to (B)(6). D4 - expiration date changed from 2/26/2022 to 2/28/2022. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance, due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered by the patient using the pod but the bg levels did not decrease. At the hospital, insulin was given as treatment (method unknown).